Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. The system operates as intended.

Event description:
The customer reported the system displayed a communication error and shut down. No patient injury was reported.